Event description:
When rn attempted to draw blood using catheter, he/she noted air bubbles in the vacutainer into which blood was being drawn. She attempted to withdraw the catheter minimally and saw blood leak from the proximal site of the flexible catheter piece. Catheter was removed and a second catheter was placed for treatment.====================== health professional's impression======================faulty catheter (hole)====================== manufacturer response for jelco catheter, jelco catheter======================concerned